Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have an ear of the distal clevis broken. The broken piece was returned, measuring roughly 0.316¿ x 0.216¿ in size. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci- assisted surgical procedure, the permanent cautery hook instrument had the plastic part between the hook tip and the shaft separated. The fragment fell into the patient¿s cavity and was retrieved during the same procedure. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The customer confirmed that the fragment was retrieved during the same procedure with visual inspection. The issue occurred when the customer moved the instrument after installation. Additional surgical procedure and post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. In addition, the fragment(s) did not fall inside the patient during an instrument collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage on the permanent cautery hook, an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A return material authorization (RMA) was issued, but the device had not been received by intuitive surgical, inc. (Isi) for failure analysis investigations. A follow-up MDR will be submitted if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.